Manufacturer narrative:
Investigation under iaca m04-04 is on going. (B)(4). H.6: evaluation results: (other): visual inspection of the lens showed surgical residue and one haptic was bent.

Event description:
The surgeon attempted to implant a silicone lens model aq2017v and the haptic broke off. The lens was not implanted and there was no patient contact. It is unknown if there was a product malfunction.